Manufacturer narrative:
Section a2, a4, a5 patient information: information unknown/not provided. Section b3, date of event: unknown/not provided. Section d6a, if implanted, give date: not applicable. Reportedly, the lens was not implanted. Section d6b, if explanted, give date: not applicable. There's no indication the lens was implanted. Therefore, not explanted. Section e1, e2, and e3, reporter name and address contact: we are reporting m.hilger as a doctor, health professional/physician until further clarification is received. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson(jnj) intraocular lens (iol) was damaged, defective and it was not implanted. Follow-up was performed but no further information was provided.